Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was damaged. Functional testing involved powering up the pump and it was found that the pump alarmed error code 1260/1261. The investigation determined that corruption of the memory of the circuit board was the cause of the reported error code issue. The circuit board and damaged housing were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump alarmed error 1260 and that it was not possible to clear the error code. It was also reported that the pump had case damage. No adverse effects were reported.